Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head had completely come apart...oscillating disc came off in mouth-oral-b power oral care refills [device breakage] case narrative: consumer via phone reported that brush head had completely come apart. And oscillating disc came off in mouth. No injury was reported.